Manufacturer narrative:
An event regarding instability of a triathlon knee was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patients' right knee was revised due to flexion and instability. Update per sales rep: patient was revised due to flexion extension instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patients' right knee was revised due to flexion and instability.